Manufacturer narrative:
D4, d10, h4: additional information. Manufacturer's investigation conclusion: there was an incidental finding of a faded serial number label and dim pump power leds. The reported event of driveline fault alarms was confirmed. The log files spanned 14 days (B)(6) 2017 to (B)(6) 2017, (B)(6) 2020 to (B)(6) 2020, and (B)(6) 2020 per the timestamp. All data prior to (B)(6) 2020, is not relevant to this investigation. Multiple driveline fault alarms were active between (B)(6) 2020 at 23:13:58 and (B)(6) 2020, at 11:17:52 due to phase 3 being significantly lower than phase 1 and 2. In addition, driveline fault alarms were active again on (B)(6) 2020, between 15:25:00 and 19:35:44 due to phase 1 and 3 being significantly lower than phase 2. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were observed. Initial evaluation of the returned hmii system controller revealed that phase 3 had a higher resistance than phase 1 and 2. This did not affect the controller¿s ability to operate a mock circulatory loop. The controller was functionally tested and revealed that phase 1 had a higher resistance than phase 2 and 3 while also capturing driveline fault alarm. A root cause for the reported driveline fault was determined to be the system controller. Similar events have been identified related to driveline fault alarms associated with the sensitivity of the driveline fault algorithm; this issue has been addressed corrective action, the returned system controller was manufactured prior to the implementation of the corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The controller was shipped to the customer on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine outpatient management the vad coordinator recognized a driveline fault alarm. The alarm was confirmed during log file analysis and the controller was exchanged to exclude the controller as the source of the issue. Once the controller was exchanged the alarms no longer appeared.